Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal (ip) injection of vancomycin (1g; frequency not reported) and ip injection of ceftazidime (1g daily) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains on antibiotic therapy. No additional information is available.